Manufacturer narrative:
Zimmer biomet complaint (B)(4). Not provided and are unknown.

Event description:
It was reported that the screw portion of a low profile abutment fractured inside an integrated implant.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One certain low profile one-piece abutment (ilpc443u) was returned for investigation. Visual inspection of the as returned product identified that the abutment screw was fractured. Functional testing and dimensional analysis could not be performed since the device was fractured. No pre-existing conditions were noted on the per. The reported device was located on tooth # 11 (fdi) and fractured while taking impressions for metal-ceramic prosthesis. Pictures or x-ray images were not provided. DHR review for the lot (2017101243) had revealed no deviations nor non-conformances which could have caused or contributed to the event (fracture). All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2017101243) for similar events and no other complaint was identified. July post market trending was reviewed and there were no negative trends or corrective actions for the reported event (fracture) or device (ilpc443u). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed. A definitive cause could not be identified. The following sections have been updated: date of this report unique identifier (UDI) number: (B)(4).